Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic due to exit block. Fluoroscopy revealed that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was fine.